Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Constrained liner broke down and pt dislocated. (B)(6). Poly wear and osteolysis were also reported.